Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during insertion, "the balloon could not be inserted completely, and the central cavity was found to be ruptured". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. However, the same issue occurred again. The 2nd catheter was removed and a 3rd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical prior to the event" as well as after the event.

Event description:
It was reported that during insertion, "the balloon could not be inserted completely, and the central cavity was found to be ruptured". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. However, the same issue occurred again. The 2nd catheter was removed and a 3rd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical prior to the event" as well as after the event. Associated MDR #3010532612-2023-00693.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab catheter damaged was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number on the returned iabc (inp-4) for investigation. The sample was returned in a cardboard box and was in a ziploc bag (inp-1, inp-2). Returned with the sample was the packaging retention sleeves, the supplied teflon sheath with sidearm, and the short arterial pressure tubing (inp-5). Upon return, the iabc bladder was noted withdrawn through the teflon sheath and teflon sheath was noted on the iabc bladder membrane (inp-5, inp-7). The distal end of the teflon sheath was at approximately 0.3cm from the iabc distal tip (inp-5, inp-7). The visible section of the iabc bladder was fully unwrapped (inp-7). Buckling to the teflon sheath extrusion was noted from approximately 5.4cm to 15cm from the distal end of the teflon sheath (inp-8). The one-way valve was tethered and connected to the short driveline tubing (inp-6). Bends to the iabc were noted at approximately 7cm, 19.5cm, 22.5cm, 36.5cm and 51.4cm from the iabc distal tip (inp- 8 through inp-12). Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion, this indicates the iabc was not removed correctly per the instructions for use (IFU). As a result, an in-service for the customer is requested to reiterate the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection, or balloon damage. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0061in and was within specification of process document. The one-way valve was functionally tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc distal tip with force. The teflon sheath was removed from the iabc. Upon removal of the teflon sheath, the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6cm from the iabc distal tip (anp-1). Furthermore, the separated end of the inner cannula (iabc central lumen) pierced the bladder at approximately 10.2cm from the iabc distal tip (anp-1). Dried blood was noted within the bladder upon removal of the teflon sheath (anp-1, anp-2). The distal end of the iabc bladder was noted wrapped (or considered twisted) near the iabc distal tip (anp-1, anp-2). The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip (anp-3). The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen (anp-1). Additionally, another leak was noted from the iabc bladder at the location of the previously noted damaged bladder (anp-1 and anp-4). The leak from the iabc bladder is consistent with contact from the damaged/separated end of the central lumen (anp-6). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance approximately 64.6cm from the luer. Some blood was noted on the guidewire. The central lumen was likely blocked by dried blood. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during insertion, "the balloon could not be inserted completely, and the central cavity was found to be ruptured". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. However, the same issue occurred again. The 2nd catheter was removed and a 3rd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical prior to the event" as well as after the event. See associated MDR #3010532612-2023-00693.